Event description:
Injury. (Cn 109391) a nurse from australia reported that a novopine 30 needle broke off in a pt's skin. The needle was removed by a general practitioner and the pt recovered. The needle had not been reused. No further info concerning the pt or the event is available.